Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery to posterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. A pinhole was noted 14 mm from the tip over the distal marker band. A slight twist of the catheter at the guidewire port was noted. Device analysis determined the condition of the returned device was consistent with the reported information of a rupture.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery to posterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.